Manufacturer narrative:
As reported the pt was treated for a (non-bard) mesh implant that was alleged to have crumpled, become infected and was explanted. The mesh was reported to have been secured with our sorbafix fixation product. Based on the info available at this time, it cannot be determined to what degree if any the sorbafix device may have caused or contributed to the reported event. No sample was returned for eval. A review of the mfg records, including sterility review, for the reported lot number and product code revealed that there were no discrepancies during manufacture and there was no evidence of any mfg related issue which would cause or contribute to the reported event. With the limited amount of info, no conclusion can be drawn at this time.

Event description:
Info as reported by maude event report (B)(4) and the pt: on (B)(6) 2011 - the pt was implanted with a (non bard) mesh during a incisional hernia repair with a sorbafix device used to secure the mesh. Postoperatively, the pt reported to continue to get sicker each week. In (B)(6) 2012: the pt went to the ER with pain, nausea, diarrhea, difficulty breathing and was admitted to the hosp. After running tests, the pt had surgery for removal of colon and part of small intestines along with removal of hernia mesh that was crumbled up and infected. On (B)(6) 2012: the pt underwent explant of the device and reports to be septic at the time of the explant.